Event description:
It was reported that error message occurred regarding the hand piece when doctor was transitioning from burring post holes in femur to the tibia. Checked to ensure the hand piece and all cables were connected properly, hit dismiss on the error, and it repeatedly popped up again. Surgery was completed as a manual procedure.

Manufacturer narrative:
H10, h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. The initial visual investigation of the log found that: the initial error was caused by an over current error in the motor controller firmware. The dialog box should be able to be dismissed but since the error would not be dismissed as expected. DHR review found that the software version has been validated. A complaint history review found a similar report. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides recovery actions at different points of failure throughout the case in the recovery procedure guidelines section. A relationship between the device and the reported event could be established. The probable cause of the issue was a software failure.